Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information requested and received: were the orange drivers retrieved from the patient? Did retrieval alter the procedure in any way? If yes, please explain. What is the current status of the patient? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? The orange drivers were lodged in het parenchyma of the patients lung and therefore not retrieved. The procedure was altered in the sense that we needed an extra load to repair the staple line which would otherwise lead to airleak. The patient is doing well, I expect him in one or two weeks for follow up in the outpatient clinic. He did not have a prolonged hospital stay or any other adverse consequence but that is because we took extra care of possible airleak. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. It was reported that, the orange drivers were lodged in the parenchyma of the patients lung and therefore not retrieved¿ we needed an extra load to repair the staple line which would otherwise lead to air leak. Were the drivers removed with the resected tissue during the additional firing to repair the staple line? Or, were the drivers left in the patient? What is the current patient status?

Event description:
It was reported that during a lung procedure with robot, they used a blue ecr reload in the powered echelon stapler. After firing the device there were orange colored drivers of the reload on de lung tissue. The knife went fully through the tissue, but the staples were partially formed. Only two of the three staple rows were well formed staples.

Manufacturer narrative:
(B)(4). Three photos were provided; the first and second pictures show an qr monitor. In the qr monitor tissue can be appreciate with several staples on it. Some unformed staples are noted. The third picture shows a blue reload from the top view. The reload can be seen fully fired. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: it was reported that, the orange drivers were lodged in the parenchyma of the patients lung and therefore not retrieved. We needed an extra load to repair the staple line which would otherwise lead to air leak. Were the drivers removed with the resected tissue during the additional firing to repair the staple line? Unk. Or, were the drivers left in the patient? Unk. What is the current patient status? Unk. No further information was given. All answers are unknown.